Manufacturer narrative:
The pump was received with motor error alarms during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 212 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated that pump piston continue to move forward after reservoir contact and insulin squirt out. Customer reported no numbers appeared on screen and beeps hear, leaving prime not possible. Customer was advised that we are sending replacement pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.